Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the intravenous cathlon of a jelco® viavalve® safety IV catheter was longer than the intravenous needle. The clinician was unable to venipuncture safely. No injury was reported.